Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an extension set 0.22 micron downstream high pressure extended life filter set would not flow; further described as ¿the filter set becomes empty¿. This issue was identified during a patient infusion. The set was being used to administer dae solution (dextose, amino acid, electrolytes) and running the dae at a low rate of 6.9ml/hr. The set was in use with a anti-reflux valve (non-baxter) connected to a 3-way stopcock (non-baxter). After the nurse first encountered that the filter was empty, the extension set was re-primed again with the 3 way stopcock disconnected and the filter was emptied. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to d10, h3 and h6. H6: replace 213 with 170 and 67 with 23. H10: the actual sample was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Components were placed according to specifications; set was measured dimensionally with no issues. Pressure testing was performed and no leaks were noted. A blockage test was performed which observed solvent blockage between the joint tubing and male luer. The reported condition was verified. The cause of the condition was due to the machine during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. It was observed that the reported product code matched the product in the photograph and all components were placed according to specification. Due to the nature of the sample no functional testing could be performed, therefore the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.